Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique, where the home patient dropped the patient line on the floor. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the end of the patient line is correctly positioned in the organizer. Users are not instructed to remove the patient line from the organizer until after priming is completed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy. The patient dropped the patient line on the floor. The patient then reconnected to the setup. This occurred during drain cycle three of five. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.